Manufacturer narrative:
E1- initial reporter establishment name- (B)(6) hospital. E1-address - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the insertion section was slightly worn, interrupted and weakened, component failure of the light guide bundle, universal cord unit malfunction, component failure of the universal cord, inner sleeve was torn (outertube), component failure of the outer tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the blackout reported due to component failure of the universal cord, the light guide bundle of the insertion section was slightly worn, interrupted and weakened due to component failure of the light guide bundle, inner sleeve was torn (outertube) due to component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited screen blackout. The issue occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.